Manufacturer narrative:
The device is not intended for drainage. The IFU does not state that it is intended for drainage. The surgeon was not stating that our device was out of spec but felt it may have contributed to the event.

Event description:
The customer reported that an electrical short circuit occurred twice on the current servo pc 1585/86 for the expiratory valve, and that failing air/oxygen gas modules had been replaced. No pt injury was reported.